Event description:
The patient contacted animas on (B)(4) 2013 reporting that the pump display screen was found to be dim. The patient reported trying to change the contrast but there was very little difference. This report is made based on the allegation of the display issue which was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up # 1 (B)(4) -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the display screen was dim and discolored when the pump was powered on. A test screen was installed and displayed properly.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.